Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) is unable to power on the autopulse platform. The status leds on the battery show 4 green lights. The battery was tested multiple times but it was unable to power on the platform. The platform performed as intended with older batteries. No patient involvement.

Manufacturer narrative:
The li-ion battery in the complaint has been returned for investigation. A supplemental report will be filed when the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.